Event description:
The physician had attempted to detach the fourth coil into the aneurysm, when retracting the coil to verify detachment under fluoroscopy, it was noted that the coil had been pulled back into the microcatheter and was only partially contained within the aneurysm. The physician was able to remove the coil using a syringe to aspirate the coil out of the microcatheter. Two further coils were placed without issue to complete the procedure. There was no reported clinical consequence to the patient due to this event.

Event description:
The physician had attempted to detach the fourth coil into the aneurysm, when retracting the coil to verify detachment under fluoroscopy, it was noted that the coil had been pulled back into the microcatheter and was only partially contained within the aneurysm. The physician was able to remove the coil using a syringe to aspirate the coil out of the microcatheter. Two further coils were placed without issue to complete the procedure. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was returned for analysis and the main coil was not attached to the delivery wire nor was it returned for analysis. The delivery wire was bent at 10 and 20 cm from the proximal end. The proximal contact was intact and attached to the delivery wire. Whether or not the coil was detached via electrolysis was unable to be determined. Based on the available information, it was reported continuous flush was not maintained. The root cause has been determined to be related to the user's failure to follow the directions for use (dfu) in regards to the set up of continuous flush which may have resulted in the difficulties encountered during the procedure.